Event description:
It was reported that shortly after implant, it was discovered that the atrial lead was too short and the slack kept pulling back up into the subclavian vein. The atrial lead was completely removed. The existing right ventricular lead was moved to the right atrium and a new right ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).